Event description:
The reporter states that she obtained blood glucose results of 279mg/dl and 134mg/dl on the accu-chek advantage system. The reporter also states that she obtained an additional comparison with results 279mg/dl and 119mg/dl on accu-chek advantage system. On both occassions, test results were obtained within 10 minutes. No action was taken baed on the readings. No adverse event reported. New system sent to customer and return requested.